Event description:
It was reported that the pump was hot to touch despite being in room temperature conditions after the pump had been plugged in to charge. Subsequently, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 212 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.